Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) with reports of receiving one inappropriate shock. It was noted that the patient was laying down in bed and holding a pillow at the time of the shock. The field representative noted noise when programmed in primary and secondary. The device was programmed off. Technical services (ts) reviewed the device data and found this has been going on for several months. Ts recommended troubleshooting and performing x-rays. Additionally, it was noted that smart pass was disabled in march. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous device. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) with reports of receiving one inappropriate shock. It was noted that the patient was laying down in bed and holding a pillow at the time of the shock. The field representative noted noise when programmed in primary and secondary. The device was programmed off. Technical services (ts) reviewed the device data and found this has been going on for several months. Ts recommended troubleshooting and performing x-rays. Additionally, it was noted that smart pass was disabled in march. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6 patient codes.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) with reports of receiving one inappropriate shock. It was noted that the patient was laying down in bed and holding a pillow at the time of the shock. The field representative noted noise when programmed in primary and secondary. The device was programmed off. Technical services (ts) reviewed the device data and found this has been going on for several months. Ts recommended troubleshooting and performing x-rays. Additionally, it was noted that smart pass was disabled in march. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous device. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) with reports of receiving one inappropriate shock. It was noted that the patient was laying down in bed and holding a pillow at the time of the shock. The field representative noted noise when programmed in primary and secondary. The device was programmed off. Technical services (ts) reviewed the device data and found this has been going on for several months. Ts recommended troubleshooting and performing x-rays. Additionally, it was noted that smart pass was disabled in march. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous device. The device is expected to be returned. No additional adverse patient effects were reported.